Event description:
A customer reported postoperative endophthalmitis following an intraocular lens (iol) implant procedure. The patient experienced hyperemia, mydriasis, fibrin and inflammation in the anterior chamber. An anterior chamber wash out, vitrectomy and explant were performed. A bacterium inspection was performed. Additional information was requested.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Manufacturer narrative:
Product evaluation: the lens was returned in an unknown solution in a vial. One haptic is broken-distal tip (not returned). Both haptics are cracked distal area. The optic is cut into two pieces. Scratches are observed. The lens was cleaned with lphse. No foreign material observed. The lens was placed back into the vial. The viscoelastic indicated in not qualified for use with this device. The product investigation could not identify a root cause. Based on a review of complaints received, a signal for post-operative inflammation was identified for restor® iq and restor® toric iols in (B)(6). The manufacturing investigation pointed to the difference in manufacturing processes for the (B)(6) market and multifocal lenses as a potential differentiator. The manufacturing investigation has not identified a root cause to date. A voluntary recall of acrysof restor® and restor® toric iol models occurred on april 16, 2015, after an increased number of complaints of ocular inflammation post cataract surgery. Following the announcement of the recall, reports of post-surgical ocular inflammation for non recall lenses in (B)(6) were also received. It is not unusual to expect the number of complaints to increase following such an announcement as there is heightened awareness of the event. The increase in complaints observed for the non recall models is specific to the (B)(6) market. Based on the interpretation that this increase in the number of reports of post-surgical ocular inflammation for the non recall models is below the published rates (oshika t, et al. Incidence of endophthalmitis following cataract surgery in (B)(6). Acta ophthalmol. Scand 2007:85:848-851), we will continue to closely monitor for any potential trends or signals.